Event description:
The physician had a retriever l6 fracture while attempting to remove clot from an internal carotid artery (ica). The physician used standard technique to place an 18l microcatheter. Distal to the ica-t occlusion. The physician deployed two loops of the l6 distal to the clot by pinning the wire and withdrawing the microcatheter. The remaining loops never took shape in the clot after the microcatheter was pulled back to the first coil take off. The physicians stated that the clot was packed into the artery so tightly that something eventually had to give as he was conducting a standard pullback. Instead of the clot giving way, the device fractured near to where the platinum coil begins. After the proximal end of the device was removed, the physician unsuccessfully attempted to remove the broken distal portion of the device with a snare, an alligator device, and a merci retriever l5. In the physician's opinion, the patient's condition was not worsened because of the incident.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the core wire was fractured proximal to the platinum coil proximal solder joint (1804 mm from the proximal end and 198 mm distal from proximal grind transition). Based on the results of the investigation and the information provided by the site, it appears that the user may not have followed the warnings provided in the instruction for use (IFU) to reduce the risk of fractures. The most likely cause of the fracture is either due to the microcatheter not being positioned as indicated in the IFU and/or by torquing the device beyond the limits stated in the IFU.